Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and red particles in the fill channel. A microscopic analysis and leak test were performed which identified one sharp opening and wear abrasion. A dimension measurement in the shell was performed which identified the thickness was within specification. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side patch/shell bond edge assessed as an unidentified (tear) opening.